Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during the surgery the sawblade came easily loose in the device, because there is something wrong with the button of the device. The reported event was confirmed. The manufacturers evaluation revealed a sticking clamping system. The most likely cause of this condition is user error due to the manufacturers evaluation revealed a sticking clamping system.

Event description:
It was reported that during the surgery the sawblade came easily loose in the device, because there is something wrong with the button of the device. No part of the device broke off. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with the same device, but the error was described as inconvenient. It was not necessary to switch the surgical technique or do a second surgery.